Event description:
The customer reported to olympus, the gastrointestinal videoscope distal end was damaged. It is unspecified when this issue was found. The device was returned for evaluation. During the device evaluation, whitish foreign material was found inside the air/water tube, air/water cylinder, and jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to wear of the scope cover packing, water tightness was lost. Due to wear of the forceps elevator, the up/down knob could not be locked securely. Due to a crack on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value. The objective lens had a scratch, and the light guide lens had a scratch. The adhesive on the bending section cover had wear and the connecting tube had buckling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, adherence/clogging of the materials in aw-channel/aw-cylinder/auxiliary water channel was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material was possibly not removed because the reprocessing was not conducted properly due to leakage from s-cover packing. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization. There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.